Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or add'l info becomes available, a supplemental report will be issued.

Event description:
It was reported that the pt was admitted for revision of left hip, secondary to pain and instability.